Event description:
During eval, the force sensor was found to be out of calibration.

Manufacturer narrative:
The pump was returned to animas for eval. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During eval, the force sensor was found to be out of calibration. A keypad leak was revealed during testing. Moisture damage was discovered on the force sensor plate and inside the force sensor housing.